Manufacturer narrative:
The batch record review for radiesse, lot a00218720, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. During batch record review, it was determined this lot had ncr #mna-ncr-3276 and CAPA #mna-CAPA-0045 associated with it. It was determined that this ncr and CAPA did not contribute to this reported complaint issue as it did not impact final product quality. A lot search in the global safety database was conducted on the reported lot (batch a00218720) and no similar events were noted. Assessment by merz: the events occurred in compatible local relationship. Event onset was approximately two and four months after injection, which is a long latency but possible. Injection site infection (serious), injection site nodule (serious) and injection site inflammation (non-serious) are expected based on the current valid EU MDR information for use (IFU) of radiesse and can occur after injection with radiesse. Off label use of device and product preparation issue are only coded for formal reasons. A dilution of radiesse in a 1:1 ratio with unknown diluents is no approved indication for radiesse in the EU. The reported product accumulation was considered to be related to the nodules and not coded. In this case, the patient received comprehensive treatment including drainage of the infected nodule, antibiotics and corticosteroids with a resolving outcome for the inflammation and unresolved outcomes for the infection and nodules. A small excision was recommended, but not performed based on the information provided. Causality for the events is assessed as possibly related to the treatment with radiesse based on compatible local and possible temporal relationship. This case is considered as serious with the serious events injection site inflammation and injection site nodule because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment after case amendment performed on 07-apr-2026: upon internal review, the seriousness text in the assessment was amended. Causality for the previously assessed events of serious injection site infection, serious injection site nodule and non-serious injection site inflammation remains unchanged as possibly related to the treatment with radiesse based on compatible local and possible temporal relationship. This case is considered as serious with the serious events injection site infection and injection site nodule because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a spanish physician and concerns a 48-year-old female patient. The patient was injected with a total of 1.5 ml of radiesse 1.5 ml into the lower two-thirds of the face, on (B)(6) 2025. Batch number was reported as a00218720 (expiry date: 19-nov-2027). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00218720 (expiry date: 19-nov-2027). A lot search in the global safety database was conducted. Radiesse 1.5 ml was diluted at a 1:1 ratio (product preparation issue, off label use of device). A cannula with a fanning technique was used. The patient had unspecified aesthetic treatments in the past and had no adverse reactions. On (B)(6) 2026, after the radiesse 1.5 ml injection, the patient experienced nodules in the right malar area. In 2026, one nodule became inflammatory and infectious. After treatment with antibiotics and corticosteroids, started on (B)(6) 2026, the nodule lost inflammatory/infectious characteristics and became a non-inflammatory nodule, residual due to product accumulation. On (B)(6) 2026, a physician gave certain recommendations. A change of antibiotic to doxycycline or clarithromycin was recommended, given their better action profile in this type of condition and greater control of the associated inflammatory component, for a minimum period of 10¿14 days. It was advised to repeat the tapering course of prednisone, with a more gradual withdrawal on this occasion. Measures such as gentle massage, as well as infiltration with lidocaine and saline solution to promote reduction of the nodule were also recommended. In the provided image, the nodule appeared superficial, so if deemed clinically appropriate, a small excision was possibly considered, as there were currently no signs of encapsulation or fibrosis. It was suggested to review infiltration and injection protocols, as the recurrence of nodules possibly indicated areas for improvement in technique or approach. On (B)(6) 2026, it was reported the patient experienced three visible nodules on the right side of the face, one previously problematic and another superinfected at the time of the report, and another early appearance of a new nodule in the left malar region. Treatment of the superinfected nodule included drainage, obtaining of the hematic purulent content, a dual oral antibiotic therapy and corticosteroids. A close follow-up was maintained via a telephone during the patients trip, and a review was scheduled after the patients return from a trip. The outcome of the events nodules was reported as not resolved. Due to the provided information, the outcome of the events inflammatory was considered as resolved, in (B)(6) 2026, and of the event infectious was considered as not resolved. Case amendment performed on 07-apr-2026: upon internal review, the seriousness text in the assessment was amended.

Event description:
Case description: this spontaneous report was received from a spanish physician and concerns a 48-year-old female patient. The patient was injected with a total of 1.5 ml of radiesse 1.5 ml into the lower two-thirds of the face, on (B)(6) 2025. Batch number was reported as a00218720 (expiry date: 19-nov-2027). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00218720 (expiry date: 19-nov-2027). A lot search in the global safety database was conducted. Radiesse 1.5 ml was diluted at a 1:1 ratio (product preparation issue, off label use of device). A cannula with a fanning technique was used. The patient had unspecified aesthetic treatments in the past and had no adverse reactions. On (B)(6) 2026, after the radiesse 1.5 ml injection, the patient experienced nodules in the right malar area. In 2026, one nodule became inflammatory and infectious. After treatment with antibiotics and corticosteroids, started on 18-mar-2026, the nodule lost inflammatory/infectious characteristics and became a non-inflammatory nodule, residual due to product accumulation. On (B)(6) 2026, a physician gave certain recommendations. A change of antibiotic to doxycycline or clarithromycin was recommended, given their better action profile in this type of condition and greater control of the associated inflammatory component, for a minimum period of 10¿14 days. It was advised to repeat the tapering course of prednisone, with a more gradual withdrawal on this occasion. Measures such as gentle massage, as well as infiltration with lidocaine and saline solution to promote reduction of the nodule were also recommended. In the provided image, the nodule appeared superficial, so if deemed clinically appropriate, a small excision was possibly considered, as there were currently no signs of encapsulation or fibrosis. It was suggested to review infiltration and injection protocols, as the recurrence of nodules possibly indicated areas for improvement in technique or approach. On 26-mar-2026, it was reported the patient experienced three visible nodules on the right side of the face, one previously problematic and another superinfected at the time of the report, and another early appearance of a new nodule in the left malar region. Treatment of the superinfected nodule included drainage, obtaining of the hematic purulent content, a dual oral antibiotic therapy and corticosteroids. A close follow-up was maintained via a telephone during the patients trip, and a review was scheduled after the patients return from a trip. The outcome of the events nodules was reported as not resolved. Due to the provided information, the outcome of the events inflammatory was considered as resolved, in march 2026, and of the event infectious was considered as not resolved.

Manufacturer narrative:
The batch record review for radiesse, lot a00218720, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. During batch record review, it was determined this lot had ncr #(B)(4) and CAPA #mna-CAPA-0045 associated with it. It was determined that this ncr and CAPA did not contribute to this reported complaint issue as it did not impact final product quality. A lot search in the global safety database was conducted on the reported lot (batch a00218720) and no similar events were noted. Assessment by merz: the events occurred in compatible local relationship. Event onset was approximately two and four months after injection, which is a long latency but possible. Injection site infection (serious), injection site nodule (serious) and injection site inflammation (non-serious) are expected based on the current valid EU MDR information for use (IFU) of radiesse and can occur after injection with radiesse. Off label use of device and product preparation issue are only coded for formal reasons. A dilution of radiesse in a 1:1 ratio with unknown diluents is no approved indication for radiesse in the EU. The reported product accumulation was considered to be related to the nodules and not coded. In this case, the patient received comprehensive treatment including drainage of the infected nodule, antibiotics and corticosteroids with a resolving outcome for the inflammation and unresolved outcomes for the infection and nodules. A small excision was recommended, but not performed based on the information provided. Causality for the events is assessed as possibly related to the treatment with radiesse based on compatible local and possible temporal relationship. This case is considered as serious with the serious events injection site inflammation and injection site nodule because treatment was deemed necessary to prevent a permanent damage.